Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The available information indicates the device remains implanted. Additional information has been requested regarding the device's f unctionality, any adverse patient effects and the patient's weight. A supplemental report will be filed if additional information is received and/or when investigation is completed.

Event description:
Medtronic received information that eight years and one month post-implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve for unknown reasons. No other adverse patient effects were reported.